Event description:
A healthcare facility in germany has reported via a fisher & paykel healthcare (f&p) field representative that the peak inspiratory pressure knob of the rd900agu neopuff infant resucitator cannot be adjusted. There was no reported patient consequence.

Manufacturer narrative:
(B)(4) section d4: UDI details are not available based on the time of manufacturing. Section g4: no 510(k) number was included due to the subject device being exempt from PMA pathway to regulatory approval. Method: the subject device rd900agu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service centre in germany where it was inspected by a trained f&p service technician. Our investigation is thus based on the information provided by the f&p service technician, the information provided by the healthcare facility and our knowledge of the product. Result: visual inspection of the provided photography confirmed that the peak inspiratory pressure knob cap of the subject device was broken. Conclusion: the pressure could not be adjusted due to the peak inspiratory pressure knob cap being broken. We are unable to confirm the cause of the damage to the peak inspiratory pressure knob cap. Each neopuff unit undergoes 100% testing on the production line to ensure compliance with critical product specifications. Units that do not meet the specifications are rejected. The subject neopuff would have met the requirements at the time of production. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.